Event description:
It was reported that the pulse generator exhibited intermittent loss of capture. The patient had defibrillation, after which pacing was intermittently at 40 beats per minute (bpm). Programming had been set at 80 bpm. Output was increased to 7.5 v and the pacing issue did not recur. The pacemaker dependent patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.